Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist (tss) identified that the user had been entering the password in the user identification field, which caused the login issue. The tss guided the customer to enter the correct personal identification number in the appropriate field, after which successful login was achieved. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini unable to login. However, there were no delays or adverse events or injuries reported based on this event.